Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge her ipg as recommended. In turn, the ipg became inoperable. As a result, the patient's ipg was explanted and replaced on (B)(6) 2016. The issue was resolved by surgical intervention.